Manufacturer narrative:
Additional information: there was no pre-dilation done before stent was advanced into the right subclavian. There were 2 unsuccessful attempts to place the stent but it did not advance. The physician then used an evercross 5x40 to pre dilate. The physician then tried delivering stent once again but could not. After a third unsuccessful attempt he saw that the stent came off the balloon and remained in the body in the right iliac. The physician then tried to snare the stent but was unsuccessful. The physician felt that stent did not obstruct flow to the right iliac. The stent remains in patent. The patient is stable & is doing well. The physician who carried out the procedure was dr. (B)(6) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient came in for a fu cerebral angiogram as an outpatient. It is reported there was an unsuccessful stent deployment in the right subclavian artery with subsequent migration and deployment in the right internal iliac artrey after the stent detached prematurely. Attempts were made. The stent remains patent. No evidence of flow limitation to the internal iliac artery and its distal branches. The procedure was completed otherwise without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.